Event description:
The account stated that the architect c8000 analyzer was leaking and caused the extension block from the system control center's (scc) that was installed on the floor, to get wet and catch on fire. There were no injuries reported. The hospital electrician stated that the extension block should be installed differently and noted that another analyzer's extension block in the lab is installed the same way. The account has requested extension leads to reach the central processing unit (cpu) to keep the extension block off the floor.

Event description:
The customer stated error code 5201 (reaction vessels have not been picked up for an extended period of time) was generated on the architect i2000sr analyzer. After resolving the issue, patient samples tested before and after the error code occurred were retested and higher results were obtained. A tsh result of <0.0025 uiu/ml was generated and reported. Upon retest, a value of 1.5436 uiu/ml was obtained and a corrected report issued. No impact to patient management was reported.

Manufacturer narrative:
This is an initial report. An investigation is in process. A final report will be submitted when the investigation is complete.

Manufacturer narrative:
Leaking fluid from architect c8000 came in contact with a system control center (scc) extension block that was located on the floor, and the wet scc extension block caught fire. The technical support specialist (tss) further explained that the leak occurred when a site electrician picked up the external waste pump after loosening the screws, and the external waste pump was leaned to one side. No one was injured due to the leaked fluid or the extension block fire. The tss replaced the extension block to resolve the issue. The tss also rewired the extension leads from the ups to the c8000 scc stand to ensure there were no connectors, and to move the extension block off the floor.the architect system operations manual (96211-110) was found to contain adequate information on potentially dangerous conditions on the architect systems, and on electrical hazards. The manual notes the architect system does not pose uncommon electrical hazards to operators, electrical cabling should be inspected for signs of wear and damage, liquids should be kept away from all connectors of electrical or communication components, and spilled fluids should be cleaned immediately.the architect c8000 system service and support manual were found to contain adequate information on the troubleshooting, and parts removal and replacement for the high concentration waste pump. The manual also contains potential biohazard warnings for procedures performed on the high concentrated waste pump area, and adequate hazard information about the electrical and biological hazards of the c8000.a 6 month report search for similar complaints found no additional complaints were initiated due to burned architect c8000 extension blocks.a report search of the architect c8000 service history found no additional customer complaints of burning or smoking issues for architect c8000 have been initiated since the tss replaced the extension blocks, and rewired the extension leads from the ups to move the extension block off the floor. The abbott metric reports found no adverse trends were identified for the architect c8000 analyzer or due to burning extension block issues.the safety hazards memo was found to contain information noting abbott diagnostic equipment and accessories are certified to the appropriate safety standards, and adequate protection is provided for the operator against electrical shock or burn, excessive temperature, and spread of fire from the equipment. Based on the available information and this evaluation, no deficiency was identified for the architect c8000 processing module list number 01g06-11 for the issue under evaluation. This s the final report.

Manufacturer narrative:
Further information was received on september 25, 2009 that indicated that the extension block (cord and lead) mentioned in this investigation is not an abbott product.